Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Additionally, the pump was beeping. The customer's blood glucose was 143 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.